Event description:
It was reported that the patient experienced chronic pain syndrome. Two previously abandoned pacing leads were explanted. Follow-up with the physician's office determined that the leads had been abandoned due to upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.